Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old patient underwent primary breast augmentation with a mentor smooth round moderate profile 375 cc saline prosthesis and experienced deflation post procedure. As a result, the patient had an explant performed on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old patient underwent primary breast augmentation with a mentor smooth round moderate profile 375 cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Examination of the device revealed a rent measuring 3.5 cm in the vicinity of the diaphragm valve. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. There is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/13/2018. When the device was removed, unilateral device replacement with a mentor smooth round moderate plus profile 375cc saline prosthesis was performed. The device history record (DHR) of lot number 162899 was reviewed on 3/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).